Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it was confirmed that phenomenon improved after the motherboard was replaced. Thus, it is surmised that 116 occurred due to faulty motherboard. Olympus will continue to monitor field performance for this device.

Event description:
The video system center displayed an e116 otv error code very often. This issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.